Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for patent foramen ovale (pfo) closure procedure using a 9f amplatzer talisman delivery sheath. During procedure, the right atrial (ra) disc had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. There was contacts occurred with intracardiac tissue during the occluder deployment. There was no report of any angulation/kink noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was chosen and completed the procedure with the same delivery system. There was no adverse patient effect.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that there was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: investigation findings: investigation conclusions: 11 conclusion not yet available.